Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was unable to connect to external devices. Troubleshooting has been unable to resolve the issue. Patient reports no surgeries, procedures or mris. As a result, surgical intervention may be undertaken to address the issue.